Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running one pt sample on the axsym digoxin iii assay. The issue was resolved by running the sample on a higher centrifuging speed. There was no impact to the pt's mgmt reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.